Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Attempts were made to interrogate the device using several programmers and locations throughout the facility but were unsuccessful. Tones were reported from the device following a magnet reset suggesting the device may remain functional but as interrogation was not possible this could not be confirmed. Device replacement was recommended. A revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual examination noted tool marks on the device case. The device was unable to be successfully interrogated. The device case was opened to facilitate inspection and testing of the internal components. During the process of opening the case the device delivered a high energy shock that damaged internal circuity. The measured battery voltage was less than expected. Detailed analysis was unable to determine the root cause of the inability to detect or connect to this device. Additionally, analysis did not identify the root cause of the identified lower-than-expected battery voltage.